Event description:
A pt with a wide-neck basilar 7 x 5 mm aneurysm was undergoing coil placement. The envoy catheter was advanced into the carotid artery, and the boston excelsior 10/18 mc straight over a transcend micro guide wire was placed in aneurysm without problems. The first orbit coil 7 x 21 was advanced through the mc without problems. The physician tried to place the coil in the aneurysm moving it in and out 5 times. Only one out of five times the coil was advanced to the markers. The other 4 times only half way and this was atte,pted without force. During the procedure no resistance was felt at any time. The coil made a little loop out of the aneurysm and the physician attempted to withdraw the coil into the mc, without success. The mc and coil were removed as one unit. The coil caught on the y-connector to the guide catheter, broke and was removed. The procedure was completed using gdc coils without complications.